Manufacturer narrative:
As the device was not repairable, it was not returned to the healthcare facility.

Event description:
It was reported that during a surgical procedure, a zyphr round fluted bur broke off in the u2 angled long attachment. It was reported that the surgical procedure was completed successfully without a delay. No medical intervention or adverse consequences were reported.